Event description:
Oral-b toothbrush exploded, cracked into six or more pieces in hand. (Device breakage). No adverse event. Case description: a consumer reported that they, an adult male, age unspecified, reported that an oral-b advance power battery toothbrush exploded, cracked into six or more pieces in his hand the morning of (B)(6) 2012. The consumer reported that he was using the toothbrush and the top and bottom of the toothbrush blew up but the rubber grip kept the entire toothbrush from exploding. He reported that is sounded like a pistol going off in his face; then was knocked backward but was okay. Exact product used previously without incident: yes - used the toothbrush for a year. The case outcome was no symptoms. No further info was provided.

Manufacturer narrative:
The product was requested from the consumer and rec'd on (B)(4) 2013. Product sent for investigation, results pending. We are submitting this MDR as a precaution. We have insufficient info confirming a "death or serious injury" that would mandate the filling of mdrs associated with this kind of malfunction.